Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a lead fracture. The patient was receiving inappropriate therapy. The physician elected to replace the implantable cardiovertor defibrillator (ICD) also at this time.